Manufacturer narrative:
Date initial report sent: 11/30/2007.

Event description:
Procedure: lobectomy. According to the reporter: the instrument stopped firing. The customer felt that the sulu knife blade fractured during firing. A staple line reinforcement product was used. The stapler still cut the tissue. But there was no bleeding due to using a staple line reinforcement product. They re-stapled to the patient side to fix the incomplete staple line. Case delayed approximately 10 minutes.